Manufacturer narrative:
(B)(4). Upon additional information this investigation will be updated.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information noted that the lv lead was tested with a psa during device change out and the impedance measurements were out of range and there was reported loss of capture at maximal outputs. When the pacing of the lv lead vector was changed to lv right to right ventricular coil the pacing impedance measurements had decreased and were within range. The lv lead was re used and left in the lv right to rv coil configuration. A post-operative follow up was scheduled. The device will not be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information noted that this device was returned. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
A recent follow up took place and it was noted that the battery of this device had decreased thus premature battery depletion was alleged. It was noted that the left ventricular pacing thresholds remained high. At this time, the system remains implanted. No adverse patient effects were reported.

Event description:
Boston scientific received information that during a routine check high thresholds as well as an increase in left ventricular amplitudes were noted. The device was reprogrammed and a follow up was scheduled. Additional information received noted that a follow up took place, and out of range pacing impedances were noted on this left ventricular lead. An attempt to explant the left ventricular lead was not possible due to vein occlusion. A lead fracture was suspected on the distal coil. Post operative check noted that the pacing vector was changed to exclude the distal coil and the impedances were within normal range. The patient was referred for an epicardial lead to be reconnected to the existing device and a replacement of the left ventricular lead when the device will need to be replaced. No adverse patient effects were reported.